Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock impedance measurements on the right ventricular (rv) lead were 60 ohms at implant and had increased to 156 ohms. It was indicated the patient would continue to be monitored appropriately. No adverse patient effects were reported.